Event description:
It was reported that this electrode exhibited noise that appeared to be movement related. There are no stored episodes and events labeled as noise appropriately. No adverse patient effects were reported. According to additional information, it was reported that this patient presented to emergency room (ER) after receiving a shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) analyzed device episode data and found that the shock was inappropriate due to oversensing of noise. After the shock, the rhythm returned to normal. There were two other stored untreated episodes on the same day due to oversensing of noise with small amplitude r-wave. Ts recommended chest x-ray and reprogramming to a different vector. It was noted that the secondary vector was chosen for reprogramming. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Event description:
It was reported that this electrode exhibited noise that appeared to be movement related. There are no stored episodes and events labeled as noise appropriately. No adverse patient effects were reported. According to additional information, it was reported that this patient presented to emergency room (ER) after receiving a shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) analyzed device episode data and found that the shock was inappropriate due to oversensing of noise. After the shock, the rhythm returned to normal. There were two other stored untreated episodes on the same day due to oversensing of noise with small amplitude r-wave. Ts recommended chest x-ray and reprogramming to a different vector. It was noted that the secondary vector was chosen for reprogramming. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD system was explanted and replaced with a new one due to noise. No additional adverse patient effects were reported. This product has been received by boston scientific for further investigation.

Manufacturer narrative:
This product has been returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.